Event description:
It was reported by the customer that when using the bd pyxis¿ medbank, the drawers were offline. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of this incident, a technical support specialist confirmed with the customer that no report was made regarding offline drawer activity. D4 & h4: UDI and manufacturer date not available.